Manufacturer narrative:
This is an addendum to the initial emdr to document a correction to (expiry date) and to document the review of the manufacturing records. The review found the lot was manufactured to specification with no anomalies noted. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Based on a review of medical records and the patient's legal claim: on (B)(6) 2011 - the patient underwent repair of bilateral inguinal hernias. The left side was repaired with a kugel mesh (device 1) and the right side was repaired with a kugel mesh (device 2) on (B)(6) 2011-- the patient underwent repair of a recurrent left inguinal hernia in which a bard/davol perfix plug (device 3) was placed. Operative dictation does not mention the previously implanted kugel mesh (device 1) being visualized or manipulated during the procedure. On (B)(6) 2012-- the patient underwent back surgery, a CT scan was performed which revealed that there was some fluid within the pelvic region and that he has experienced pelvic swelling and pain and erectile dysfunction since his hernia repair last august. On (B)(6) 2012--on (B)(6) 2013-- the patient had follow up visits with his md with continued complaints of chronic left groin pain. On (B)(6) 2013-- the patient underwent explant of the perfix plug (device 3). Operative dictation notes: "incision was made through the previous scar tissue, going into the subcutaneous tissue down to the mesh. The mesh was excised from its attachment. The spermatic cord was present and excised from the mesh. It was difficult to differentiate the structure of the cord at the high end of the level where it was incorporated with the mesh. Bleeding was controlled with cautery and ligatures of 2-0 silk. The mesh was then dissected from the attachment to the subcutaneous tissue down to the pubic tubercle from the internal ring. The mesh was removed." The operative dictation does not mention the kugel mesh (device 1) previously implanted in the patients left side during this explant procedure. Therefore, it is unclear if any portion of the left side kugel mesh (device 1) was removed. There are no additional medical records provided. On (B)(6) 2013 - patient presented to the hospital emergency room with complaints of swelling and pain in his left testicle. He was kept overnight for observation, then he underwent a left orchiectomy the next day to remove his testicle, during which it was found to be necrotic.

Manufacturer narrative:
Based on the medical records provided, the patient developed a recurrent hernia of the left side inguinal hernia within 1 month of the initial hernia repair with the bard/davol kugel (device 1). The recurrent hernia repair was done with the implant of a bard/davol perfix plug (device 3). The patient continued to have continued pain and swelling, and the perfix plug (device 3) was explanted approximately 6 months after being implanted. The operative report of this procedure does not mention the kugel (device 1) and therefore, it is unclear if any portion of the mesh the left side kugel mesh (device 1) was removed or involved in this procedure. No device issue was noted in the operative report. Inflammation is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the information provided, we are unable to determine to what extent, if any, the bard/davol perfix plug (device 3)may have caused and/or contributed to the event. This file represents the perfix plug (device 3). Additional MDR's are submitted related to the kugel mesh (device 1) implanted on the patient's left side and the kugel mesh (device 2) implanted on the patient¿s right side. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Not returned to manufacturer.

Event description:
Based on a review of medical records and the patient's legal claim: on (B)(6) 2011- the patient underwent repair of bilateral inguinal hernias. The left side was repaired with a kugel mesh (device 1) and the right side was repaired with a kugel mesh (device 2) on (B)(6) 2011-- the patient underwent repair of a recurrent left inguinal hernia in which a bard/davol perfix plug (device 3) was placed. Operative dictation does not mention the previously implanted kugel mesh (device 1) being visualized or manipulated during the procedure. On (B)(6) 2012-- the patient underwent back surgery, a CT scan was performed which revealed that there was some fluid within the pelvic region and that he has experienced pelvic swelling and pain and erectile dysfunction since his hernia repair (B)(6). On (B)(6) 2012--(B)(6) 2013-- the patient had follow up visits with his md with continued complaints of chronic left groin pain. On (B)(6) 2013-- the patient underwent explant of the perfix plug (device 3). Operative dictation notes: "incision was made through the previous scar tissue, going into the subcutaneous tissue down to the mesh. The mesh was excised from its attachment. The spermatic cord was present and excised from the mesh. It was difficult to differentiate the structure of the cord at the high end of the level where it was incorporated with the mesh. Bleeding was controlled with cautery and ligatures of 2-0 silk. The mesh was then dissected from the attachment to the subcutaneous tissue down to the pubic tubercle from the internal ring. The mesh was removed." The operative dictation does not mention the kugel mesh (device 1) previously implanted in the patients left side during this explant procedure. Therefore, it is unclear if any portion of the left side kugel mesh (device 1) was removed. There are no additional medical records provided. On (B)(6) 2013 - patient presented to the hospital emergency room with complaints of swelling and pain in his left testicle. He was kept overnight for observation, then he underwent a left orchiectomy the next day to remove his testicle, during which it was found to be necrotic.